Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded keypad traces. Insulin pump had moisture damage to mother board. Insulin pump had a cracked reservoir tube lip, minor scratches on lcd window, missing end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump was dropped into water and then alarmed for a button error. The blood glucose reading was not known. He stated that he had gone swimming while wearing the insulin pump. Nothing further was reported.